Event description:
Incident reported, via a teleflex medical sales representative, as: during a cholecystectomy, the applier failed to load the clips. Another applier was used with no adverse effects or patient injury reported. No intervention reported.

Manufacturer narrative:
Sample device received for evaluation. Investigation is ongoing, and a follow up report will filed at the completion of the investigation.